Event description:
[Study: (B)(6); subject ID: (B)(6); ae#: 3] it was reported that, after a journet ii cr system had been implanted in a right side tha surgery, the clinical subject presented persistent wounds drainage. Irrigation and debridement were used to treat the event that is still ongoing.

Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The clinical medical investigation concluded that this complaint from the united states reports adverse event #3 from a journey ii cr clinical study. Clinical study report forms were provided for review but did not reveal any insight as to the root cause of the ¿persistent wound drainage¿. The treatment was an ¿irrigation and debridement¿. The outcome is reported as ongoing. Smith and nephew has not received adequate materials (hospital record - laboratory reports) to fully evaluate, the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Infection is a potential complication associated with any surgery. Some potential probable causes could include patient reaction or a post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.